Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 32 x 3.00 promus premier select drug-eluting stent was advanced for treatment, but failed to cross the lesion even after multiple attempts. However, during removal of the device, the stent got dislodged from the balloon and was stuck inside the guide catheter. The guide catheter was then removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.